Event description:
It was reported to ventec by a third party service provider that the ventilator exhaled tidal volume (vte) levels were low. The device would also alarm for patient circuit disconnect. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Corrected information for initial medwatch report: section d4, model #, of the initial medwatch report stated: prt-01185-002. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 05/31/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of its exhaled tidal volume (vte) levels being low and it displaying a patient circuit disconnect alarm was confirmed. In addition, the asp observed that the ventilator measured lower peep (positive end expiratory pressure) than set. The asp replaced the internal flow transducer (ift) and external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift and efm.